Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurement of 125 ohms. Trending indicates around 100 ohms on average with normal variations in daily measurements over the past year. Technical services (ts) discussed troubleshooting options and suggested to continue monitoring. No adverse patient effects were reported. The lead remains in service.